Manufacturer narrative:
(B)(4). D10: zimmer device: 00771205600 ml taper quick connect inserter 61167474. G2 foreign: canada. H6 proposed component code: mechanical (g04)- stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the scrub nurse was attaching the final stem to the insertion handle on the back table. The nurse felt the stem wasn't stable on the handle and pulled on the implant to check proper attachment. The implant came off with metal shards. The metal fleck was from the stem; it looks as though the insertion point on the shoulder of the implant was scored. There was a minor surgical delay (2 minutes), to grab another implant. No debris was introduced to the patient. Another stem was used and the surgeon decided to not attach the second stem onto an inserter but rather insert the stem by hand 95 percent of the way and finished seating the stem with the secondary (tear drop) impactor. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1 (unknown); h2; h3; h4; h6. Visual examination of the returned product identified indentations and gouges to the handle, strike plate, and body. Distal tip is cracked and worn. Slider pin is worn and deformed at the tip with a chamfer created. During evaluation the handle would open and close fully however the manipulation of the handle was not smooth. Stem shows scratches from attempted use. Impact hole has a chipped piece of metal at the leading hole edge. No other damage was noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.